Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported while in use of the cook silicone balloon hysterosalpingography injection catheter, the port where a user would connect the syringe to inflate or deflate the balloon, the included syringe was not connecting well. This caused issues with deflation. The user believed the syringe was the problem. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: the device has not been returned and no photographs were provided. Therefore, a physical examination could not be performed. A document based investigation has been performed. The investigation included a review of quality control data and specifications. No lot number was provided; therefore, a review of the device history record cannot be completed at this time. A complaint history review for the involved device lot number could not be performed as the lot number was not provided. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the information provided, a definitive root cause could not be determined. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.